Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Reporter email address and phone number are unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the surgeon tried to insert the dynamic hip screw (dhs) through the correct DHR plate. The screw became stuck in the plate and would not advance further. The surgeon managed to remove the screw from the patient and changed to a new screw with the same size which worked fine. On visualization, both the screw and the connection instrument were slightly bent. The surgeon also complained that a 4.5mm cortex screw used in the plate bent on implantation; this screw was also removed. Concomitant devices: dhs/dcs plate (part/lot number: unknown, quantity: 1). This report is for a 4.5mm cortex screw self-tapping 42mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient harm was reported. Procedure was completed successfully with no surgical delay reported.

Manufacturer narrative:
Device history records review was completed for part# 214.842, lot# l754543. Manufacturing location: (B)(4), release to warehouse date: feb 01, 2018. The review has shown that the screw was made of blank 214.042.999 with lot h518710. Therefore, an additional DHR review activity for monument is needed: manufacturing location: (B)(4). Manufacturing date: moved to blank storage on dec 19, 2017. Components part 13008 lot h284165 meet specification. Raw material received from supplier zapp USA inc. Certificate of test for stainless steel received from zapp meet specification. Raw material receiving/putaway checklist meet specification. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The inspection has shown that the screw is slightly bent at the crossover between shaft and head. The thread flanks are totally flattened. Due to damages the relevant dimensions cannot be verified anymore. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. The complaint is confirmed as the screw head is slightly bent. The manufacturing documents were reviewed and no complaint related issues were found. This lot of (B)(6) pieces was manufactured in february 2018 and we are not aware of any other complaint for the unsterile lot l754543 as well as the sterile lot l788899. This let us exclude a manufacturing related issue. The flattened thread flanks are a clear indication for an excessive contact between the screw and the plate during the screw insertion. It can be assumed that due to this contact excessive insertion force was needed and that this force did lead to the deformation between shaft and head of the screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.